Manufacturer narrative:
Device returned for evaluation was analyzed and it was determined no manufacturing defects were present which could have caused or contributed to the complaint as reported. All laser fibers manufactured by dornier medtech america are subject to 100% inspection for visual defects as well as power performance testing which confirms the device is operating as intended. It is possible the root cause related to an overheating of the device either during usage or due to sterilization failure or incorrect sterilization practices, however, this cannot be confirmed.

Event description:
Holmium fiber reportedly defective and observed with the "top of the sma pin charred", possibly indicating a fiber burn.